Manufacturer narrative:
Unit passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 43 or 41alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 43 (line number: 615, file number: 121) on 11/11/2025 at 09:42:29 and pump error 41 alarmed also on 11/11/2025 at 09:42:29. Problem isolated to moisture damage on the electronic assemblies and motor home switch during visual inspection. The following were noted during visual inspection: corroded motor home switch, pcb1 board, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 43 and pump error 41 in the pump history download, problem isolated to the corroded pcb1 board and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump did not pass a self test. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.